Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed cassette not attached properly alarm during pretest. There was no patient involvement. This failure mode was found in pretest. However, if the issue recurs during infusion, it will interrupt therapy and potentially impact the patient.